Event description:
The report is of a female with 3-vessel disease. The pt had a history of obesity, hypertension, hyperlipidemia, diabetes (treated with oral medication) retinopathy, neuropathy, or nephropathy. The indication for the index procedure was an acute myocardial infarction (mi). Pain onset was over 72 hours before the procedure. The mi was a lateral nstemi. No thrombolytic agent was given, there was no cardiogenic shock, no cardiac arrest, and no new q-waves developed. Pre-procedure, troponin was >=5 times above upper normal level (unl). The target vessel was the distal circumflex (cfx) artery. The vessel was 2.5mm and the lesion length was 10mm. Pre-procedure stenosis was 99%. The lesion was de novo, bifurcated (inability to protect a major side branch), irregular, moderately tortuous, not angulated, eccentric, and had little or no calcification. The cypher select plus instructions for use state that the cypher is indicated for pts with discrete lesions and the safety and effectiveness of the cypher select plus has not been established in pts with tortuous vessels. The lesion was not pre-dilated. Lesion location according to medina classification was 1,0,0. A single stent technique and a final kissing balloon were used. A crb13250 was deployed at 14atm. Post-procedure stenosis was 0%. The study documents note that the pt had a myocardial infarction the day of the procedure. The pt was asymptomatic with acs nstemi lateral location. The target vessel is undetermined. Peak ck-mb was normal and troponin was >=5 times above unl. The mi did not require CABG or re-pci. There were no procedural complications. The pt was discharged the following day. She was asymptomatic and had diminishing values of troponin and ckmb.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis as it was still implanted in the pt. A review of mfg records was conducted and found that this lot of products met all requirements per the applicable mfg quality plan. In conclusion, myocardial infarction is a known potential adverse event post coronary stenting. There are pt and vessel factors that may have contributed to the reported event. There is no indication the events reported are design or mfg related.